Manufacturer narrative:
(B)(6). (B)(4). Literature - event published in the following journal article: letouzey, v., ulrich, d., balenbois, e., cornille, a., de tayrac, r., & fatton, b. (2015). Utero-vaginal suspension using bilateral vaginal anterior sacrospinous fixation with mesh: intermediate results of a cohort study. International urogynecology journal, 26(12), 1803-1807. Http://dx.doi.org/10.1007/s00192-015-2748-z.

Event description:
Per the published journal article, an uphold vaginal support system was implanted into the patient for anterior/apical pelvic floor repair on an unspecified date between 2009 and 2013. Post-operatively, four patients experienced de novo dyspareunia related to the mesh. None of these four cases of dyspareunia prevented sexual relations. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.